Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the grounding pad indicator would not turn green. Prior to calling, the customer had tried four different grounding pads from two different manufacturers, power cycled the erbe generator, and attempted a grounding pad connection to a nurse's arm with no change. There were no related errors in logs. An intuitive surgical, inc (isi) technical service engineer (tse) confirmed one of the grounding pads was not a validated one, but the covidien e7507 was validated. The customer power cycled the erbe generator one additional time, got a new e7507 grounding pad, and confirmed the arm had no lotions on it; however, issue persisted. The tse walked the customer through manipulating the grounding pad connector at the erbe generator in different positions with no change. The customer then plugged the grounding pad into the ft10 generator, and it was recognized. The tse informed that the ft10 generator was not validated to integrate with da vinci system and that the customer could swap out the vision side cart (vsc) with other available vsc. The surgeon opted to convert to laparoscopy. The procedure was completing as planned with no reported injury. Isi has made multiple follow-up attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Based on the claim against the product by the customer noting ground pad indicator would not turn green, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found grounding pad selection was defaulted to single pad. The fse changed the settings to dual pad to resolve issue reported. The customer was asked to monitor the issue and callback if issue reverted to single pad. The grounding pad turned green after making settings adjustment. The system was tested and verified as ready for use. The complaint regarding ground pad issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause of the alleged ground pad issue cannot be determined. Fse made electrical and mechanical adjustment to correct the reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to grounding pad not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.